Event description:
It was reported that during use of the golvo 7007 used with a liko sling bar and medline large blue sling, a patient fell out of the sling. The patient was transported to the hospital for evaluation, cat scans showed negative, and the patient was discharged back to the senior living facility. Two days later, due to changes in the patient¿s condition, she was sent back to the hospital and diagnosed with a subdural hematoma. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Follow up with the customer noted the patient slipped out of the lift during transfer, the sling¿s loop came off the slingbar, and after transfer the slingbar¿s latch was noted to be missing. The patient¿s current outcome is listed as ongoing. The event was reported to hillrom on (B)(6) 2022; however, the serious injury was not reported to hillrom until (B)(6) 2022. Multiple attempts to call and email the customer regarding follow up to the event and injury have been documented in the complaint from (B)(6) through (B)(6). The golvo mobile lift is intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The golvo instructions for use (IFU) state before lifting, always make sure that: the lifting accessory is selected appropriately, in terms of size, material design, with regard to the patient¿s needs; the lifting accessories are not damaged; the lifting accessories are correctly attached to the lift; the lift strap is not twisted or worn and can move in and out of the lift; the lifting accessories hangs vertically and can move freely; the lifting accessory is correctly and safety applied to the patient in order to prevent injuries; the sling bar latches are intact. Missing or damaged latches must always be replaced with new ones; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended but before the patient is lifted from the underlying surface. Incorrect attachment of sling to slingbar may cause severe injury to the patient. The golvo IFU additionally state the following on recommended lifting accessories: using lifting accessories other than those approved can entail a risk. Generally recommended sling bars and accessories for golvo mobile lifts are described below. When changing a sling bar or other lifting accessories, the highest possible lifting height of the lift is affected. Before changing lifting accessories, you should always ensure that the lift, after change, can fulfill the desired lifting height, in order to manage the lifting situations for which the lift is to be used. To select suitable slings and other lifting accessories, refer to the brochures ¿golvo¿ and ¿lifting accessories¿. For additional guidance in selecting a sling, refer to the instruction guides for the respective sling models. Here, you will also find guidance for combining liko¿s sling bars with liko¿s slings. Contact your liko/hill-rom representative or visit www.liko.com for advice and information on liko¿s product range. The sling bar IFU states the universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Universal slingbar 350/450/600 can be used in combination with liko slings intended for two connection points on the sling bar, universal 670 twin in combination with liko slings intended for four connection points on the sling bar. For additional guidance in selecting a sling, study the instruction for use for the respective sling models. There you will also find guidance for combining liko sling bars with liko slings. Note: always read the IFU that comes with the liko¿s different sling models for correct and safe use of the sling. Inspection of the device by a hillrom technician noted: ¿no issues found with lift, but they were using a non-liko large blue sling. Patient weight was approximately 156 lbs.¿ the lift was noted to be functioning as designed. A subdural hematoma is a condition due to bleeding under the membrane covering the brain. This hemorrhage requires urgent medical attention and can be dangerous or life threatening if left untreated. Lab tests or imaging occur for diagnosis, and the condition can last several months. Larger hematomas require decompression surgery while smaller ones (with no symptoms) include treatments such as bed rest, medications, and observation. Prevention of this type of event are outlined per the IFU as noted above. Although there was no malfunction found with the device and the event was likely due to use error, using an unapproved medline sling, the injury sustained by the patient (subdural hematoma) is deemed serious, therefore, hillrom considers this complaint reportable.